Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing and pacing inhibition. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The rv lead was surgically abandoned and replaced. It was suspected that the rv lead had insulation damage or a fracture. The device remains in service. No additional adverse patient effects were reported.